Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not able to successfully charge their ipg. With multiple attempts of unsuccessful trouble shooting; ipg was replaced with reportedly effective therapy post procedure.